Event description:
A surgeon reported during the fourth surgery of the day, the equipment displayed a sys message. The sys was switched out to complete the procedure with no pt impact.

Manufacturer narrative:
There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk. (B)(4).